Manufacturer narrative:
The device was returned fully deployed with no damage to the soft cannula. Insulin was observed exiting the tip of the soft cannula during the investigation. No problems were found with the device that could cause high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 23.7 mmol/l (427 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient noted the cannula was bent. A new pod was applied and 1 unit of insulin was administered, the patient's bg levels reduced to 11 mmol/l (198 mg/dl).